Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The stored electrogram had wandering baselines. The device sensing vector was reprogrammed from primary to alternate. Later, there was another inappropriate shock. The patient had lost a lot of weight and there was a concern that the device had migrated. The clinic will now program the sensing vector to secondary. There were no additional adverse patient effects.